Event description:
Related manufacturer report number: 1627487-2022. It was reported the patient lost effective coverage because the l4 drg lead had migrated and the l3 lead had fractured. The patient underwent surgical intervention where both the leads were replaced with new ones restoring therapy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device and event information.